Event description:
Spontaneous call. Pt reported call legacy pump for remodulin infusion sn (B)(4) due 05/09/2020 kept alarming for no disposable clamp tubing. Cnss was present. Despite reattaching cassette, kept alarming. Pt switched to back up pump with no issues. No adverse event as a result of pump malfunction. Replacement pump shipped/pump return box sent. No further info. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.